Event description:
The account alleges that electrical wires leading to the siderail have been cut, exposing bare wires. No injuries were reported.

Manufacturer narrative:
The account determined that it was not cost effective to repair this device. It has been removed from service, and placed in storage offsite. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.